Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the main coil was detached and no defects were noted to the main coil. Functional testing could not be performed due to the condition of the returned device. In case of this complaint, the reported event was confirmed. Based on the information provided no anomalies were noted to the device prior to use and there is no indication of a user error. As per the event description the coil was successfully detached without difficulty. No defect were noted to the returned main coil. Investigation of the concurrent target coil showed damage to the coil which may have caused the device interaction. An assignable case of caused by other was assigned to the as reported issue 'main coil tangled', the investigation indicates another product/subsequent procedure caused the issue. This is the 2nd of 2nd MDR.

Event description:
It was reported that during the procedure, the physician was able to implant the first coil without any issue. The physician then implanted the second coil (subject device); however, got tangled with the first coil. Both coils were removed and replaced. No known patient consequences reported. No additional information provided.